Event description:
Product analysis was completed on the returned lead. Note, the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The returned portions of the outer silicone tubing were compressed and twisted. Broken coils were identified during the visual analysis and scanning electron microscopy identified pitting on the coils¿ surfaces. Two of the broken coil strands had evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. It was believed that stimulation was present for a certain period as evidenced by the presence of metal pitting. There were abraded openings identified on both the outer and inner silicone tubes, which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubing. Except for the observed discontinuities and abraded openings observed on the outer and inner tubes, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No further relevant information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis; however, product analysis of the suspect product has not been completed to date. Product analysis was completed on the returned generator. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical test showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient underwent generator and lead replacement due to high impedance detected on their generator. The patient's family was "unsure" of when the high impedance was initially detected. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.